Event description:
Boston scientific received information that both this right ventricular (rv) and right atrial (ra) lead were explanted due to noise and related oversensing. The oversensing prior to explant had been linked to periods of asystole greater than 2 seconds; however, did not result in adverse patient effects and x-ray imaging, revealed no product anomalies. The patient was successfully implanted with another boston scientific rv and ra lead. Both explanted leads are intended to be returned for a post market assessment.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the conductor coils were stretched in the lead's mid-section. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout electrical testing were within normal limits, confirming the conductor coils were not fractured. The lead did not pass the pressure test, due to a cut in the outer insulation 10 cm from the terminal pin. Next, testing was performed to assess the integrity of the insulating material between the conductors by applying high voltage across potential or suspect electrical conductive paths; this detailed testing revealed the inner insulation was abraded. The outer insulation was slit and moved to allow inspection of the inner insulation. A 7 mm long abrasion was noted approximately 52 cm from the terminal pin, near the distal tip of the lead. The outer insulation was not damaged in this area; however, tissue was wrapped around the lead body just above the abrasion site. The abrasion on the inner insulation allowed the inner and outer conductor coils to touch, which may have contributed to the observed noise and oversensing. Additionally, the tissue wrapped around the lead body may have constricted the inner components of the lead, which may have contributed to the abrasion. Laboratory analysis confirmed product anomalies which may have cause or contributed to the reported clinical observations.